Event description:
Reporter stated that the suspect device generated a blood glucose result of 625 mg/dl. The device's numeric reading range is 10 - 600 mg/dl; values > 600 mg/dl should display "hi". No pt injury was reported. While on the line with technical support, reporter did not check the device's memory to see if this value had been captured. Technical support requested the return of the suspect product and replacement product was shipped.